Event description:
The operator of an advia centaur xp stated that her hand was "crushed" (bruised knuckles, a cut, and the inability to make a fist due to swelling and bruising) by a probe on the system. The injury that the operator sustained was due to operator error. This injury occurred when the operator was attempting to remove a stuck cuvette with a screwdriver, which is not an approved method of removal. When the cuvette was released, the ring began to move and the operator's hand was injured by the ancillary probe. The operator was treated for the bruised fingers and cut as well as biohazard exposure because there were blood samples on the ring. The operator did not go to work for two days as a result of the injury.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the system found that it was missing the plastic aspirate/wash viewing window, which prevents this type of cuvette jam. The fse installed a new window onto the system and the instrument is performing within specifications. No further evaluation of the device is required.